Event description:
It was reported that the tubing separated. Although requested, additional information was not provided.

Manufacturer narrative:
The customer's report that the tubing separated was confirmed. Visual inspection of the set noted breakage at the outlet port of the 0.2 micron filter component. The filter port was broken off and was still within the end of the detached tubing. Further inspection of the broken inlet port areas observed whitish colored stress markings at the corresponding areas of breakage. No other anomalies was observed. Functional testing was deemed unnecessary due to the damage. The root cause of the observed damaged filter outlet port was identified as supplier assembly, handling, and shipping processes in addition to a manufacturing assembly issue involving excess solvent application at the affected engagement. The device history record for model 2432-0007 could not be performed due to no lot number being provided.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Per customer, they are not allowed to provide any patient demographics.

Event description:
It was reported that the tubing separated. Although requested, additional information was not provided.